Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose dropped to 43 mg/dl, which he treated with two orange slices and a bowl of cereal. Additionally, the customer experienced low battery alarm issues with the insulin pump. The customer's batteries did not last more than a week before the low battery alarm. The customer's batteries were not previously used. The customer's more recent battery only lasted two days. The customer was advised to revert to their medically prescribed back-up plan. No products were returned and a replacement battery cap was shipped to the customer.